Event description:
The right atrial (ra) was returned to the manufacturer after being explanted and replaced during a system upgrade to a complete magnetic resonance imaging (MRI) compatible system. The ra lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the distal conductor was distorted, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.